Manufacturer narrative:
Device evaluation: seven (7) photos were attached in agile attachments for evaluation. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. The inflation line was broken off, and bite marks were observed; the complaint was confirmed. One (1) sample from inventory supply was taken to replicate the failure mode by pulling the tube to verify if was easily broken. It was not possible replicate the failure mode, the inflation line was not broken off in half and the damage on tube was not similar in comparison to the sample returned. Based on the analysis conducted on the sample provided, the most probable root cause is that the tube was broken off by the end user since a bite mark was evident on the inflation line. The issue was traced to the user. No action was taken or required since the failure mode reported was not attributable to the manufacturing process. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the inflation line was found torn. No patient injury reported.